Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument joint was immobile. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. Jaws were not stuck closed on tissue. Yes, the wrist of the instrument was dislodged. No images or video available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the customer complaint "the joint at the tip has become immobile". The instrument was found to have a dislodged grip tang at the distal end. The grip tang was not properly seated within the yaw pulley. The probable root cause is attributed to use conditions. The inability to open grips is likely due to high friction in instrument grip range of motion (rom). The grips may fail to open when attempting to cut through too much tissue and overloading the grips, cutting through a hard object like a clip or staple, or failing to keep the jaws of the instrument clean. This issue can be resolved by using either the grip release button to manually open the jaws or an alternate instrument to complete the procedure.